Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found to be bent. During fluid path test, fluid could pass through the complete fluid path even though the exposed soft cannula was bent. It could not be determined when this damage to soft cannula occurred. Pod download data revealed 0x6a (106) hazard alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). No damages were found in the drive mechanism components that could contribute to occlusion alarm. Generation of hazard alarm stopped the delivery of insulin. The actual root cause of the hazard alarm generation could not be determined

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent and a hole was found in it. As treatment for hyperglycemia, a manual injection of insulin was delivered.